Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged. The following information was provided by the initial reporter: msmartsite connector # 2000e not flushing.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged. The following information was provided by the initial reporter: msmartsite connector # 2000e not flushing.

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. It was reported that smartsite connector does not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.